Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2013); (manufacturing date: 05/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and tilted with the filter becoming embedded in the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and tilted with the filter becoming embedded in the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and nine months of post deployment, a large thrombus was found in the inferior vena cava filter. An angio jet thrombectomy device was used to remove the rest of the thrombus. But a final venogram showed a minimal thrombus in the inferior vena cava filter with an excellent flow of blood. On an unknown date, an access to the left and right femoral veins with venogram of inferior vena cava and bilateral lower extremity was performed. A 0.035 quick cross with a stiff glide catheter was advanced into the right femoral vein with difficulty, a previously deployed filter was found and venogram was performed proximal to the filter, which showed no clot in the filter. Subsequently the catheter was pulled back distal to the inferior vena cava filter which showed completely thrombosed inferior vena cava filter. Around one year and eleven months later, computed tomography of abdomen and pelvis was performed. An inferior vena cava filter was found in place. The filter was tilted anteriorly with its cone lying on wall of inferior vena cava possibly embedded within it. The legs of the filter penetrated through wall of inferior vena cava into pericaval/mesenteric fat. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 05/2013), h4 (manufacturing date: 05/2012), h6 (conclusion). H11: h6 (patient, method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.